Event description:
The extension set came off from the hub of the ultrasite valve. Pt picked the "set" and reattached with the valve. Later developed fever of unk origin and was admitted to hospital. The device was not available for evaluation.